Manufacturer narrative:
The insulin pump was received no button response due to flattened esc button dome switch. No button error alarm during testing. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Motor passed the motor test. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, broken offend cap, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and it has a crack. Customer stated that the insulin pump was in her back pocket and also that she went through a body scanner. Blood glucose value was 286 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.